Event description:
Guidewire broke during surgical spinal procedure-right l5-s1, l4-l5 percutaneous optimesh interbody fusion; unilateral percutaneous pedicle screw placement with rod. Broken piece was unable to be removed and remains lodged in pt's sacrum. Broken piece measured to be 1.5 cm. In length.